Event description:
Caller reports that a properly seated lancet did not retract into softclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product. Replacement was sent.

Event description:
The lay user/pt contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
Corrected manufacturing site.